Event description:
It was reported the physician implanted a helex septal occluder in the summer of 2008. Two years post implant, the patient complained of paresthesia and a residual shunt persisted across the defect. A reintervention was performed and a coil was implanted in between the left and right disc of the helex. The residual shunt was deemed closed; however, echocardiography revealed a thrombus formation in the coil. The patient was administered a heparin infusion and the thrombus resolved. The patient was doing well following the procedure.